Event description:
The customer reported coming from the blood sampling valve (bsv) and the drip tray was full on the beckman coulter lh 750 hematology analyzer. The spill was contained within the instrument. In addition, the customer stated getting differential heater and ambient temperature errors. The customer also indicated the rinse block was dirty. Blood, controls and diluent may be present at the blood sampling valve (bsv) during operation and cleaner during shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face mask, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On (B)(4) 2012, the field service engineer (fse) found a leak in worn tubing at valve, vl59. The vl59 is associated with the back wash disable function of the diluter. The fse replaced the lyse tubing thru vl59 and replaced diff heater for corroded connector. The root cause for this event is attributed to worn tubing at vl59.

Manufacturer narrative:
(B)(4).